Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 95% stenosed lesion was located in a calcified and severely tortuous hemodialysis shunt in the left radial vein. On the first inflation the f/g sterling otw 4.0 x 20/40 (4f) balloon was inflated to six atmospheres. On the second inflation the balloon was inflated to eight atmospheres for sixty seconds. On the third inflation the balloon was inflated to fourteen atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
(B)(6). The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).